Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and the non-cordis sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque and mild vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and did not change at all. One non-sterile exoseal vasc. Clos.dev.f5- was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on white/black position and the guard was found locked. No anomalies were observed during the analysis. A deployment functional analysis was executed to evaluate any inadequate condition of the indicator wire that may have impede the activation of the indicator window mechanism. During this analysis, it was observed that the unit worked as intended achieving the black/ black position change by pulling the indicator wire and changing to the black/white/red position after plug deployment. A microscopic analysis was executed to observe the indicator wire loop state. During this analysis it was concluded that no anomalies nor damage was identified in the indicator wire. Secondly it was confirmed that the loop was present in the delivery shaft distal tip. The reported event by the customer as ¿indicator wire ¿ damaged loop¿ was not confirmed since the loop was observed with no anomalies nor damages. The indicator window was manually moved and successfully transitioned the three stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Vessel characteristics, such as the calcification and tortuosity reported, may also have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and the non-cordis sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque and mild vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and did not change at all. The device will be returned for evaluation.